Event description:
It was reported that on (B)(6) 2018, the patient presented to the hospital with heart failure symptoms. Chest x-ray confirmed the rv lead had dislodged and was pulled back into the atrium due to twiddler¿s syndrome. The patient was stable in the ccu and was waiting for rv lead revision. A treated episode was noted on (B)(6) 2018 where inappropriate atp therapy was delivered. It was believed that the rv lead had already dislodged and was pulled back into the atrium. The patient was asymptomatic. On (B)(6) 2018, fluoroscopy confirmed both rv and ra leads were dislodged due to twiddler¿s syndrome. The leads and the device were twisted multiple times around the pocket. The device and leads were explanted. The patient is recovering from surgery and was stable before, during, and after surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.